Manufacturer narrative:
Fdp code (B)(6) was changed to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating they do not know when they first experiencing this issue. The rep thinks the patient is indicating that she thinks the lead is placed in the wrong location and he thinks it is the right brain lead. The neurosurgeon stated that the lead is attached properly and the neurosurgeon said the lead was placed in its target correctly. Symptoms included the tremor was not being fully controlled. Troubleshooting involved multiple programmings performed, MRI performed and neurosurgeon analyzed the lead location. All impedances were normal. The issue is reported to be resolved because the lead is attached properly and the impedances are normal.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the left lead is not attached properly. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID (B)(4) lot# va0g0m4 serial# implanted: (B)(6) 2014 explanted: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.